Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had detected "atrial fibrillation (af) with a aberrant conduction" as a ventricular fibrillation (vf) episode resulting in the patient receiving inappropriate therapy. It was noted that the patient was not symptomatic prior to the therapy being delivered. The physician indicted they will need to adjust rate control medication for the patient. The device remains in use. No further patient complications have been reported as a result of this event.